Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A two-stage infection revision surgery was performed. The patient presented one year post operatively with new onset pain and swelling. Testing confirmed c. Acne infection. Patient underwent debridement/spacer placement as well as IV antibiotic use followed by reimplantation 3 months later.